Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that two 3.0 x 28 mm xience v stents would not cross. During advancement of one of the devices, the proximal shaft separated. A new 3.0 x 28 mm xience v was able to cross and was implanted to complete the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.